Manufacturer narrative:
The customer reported sample carousel motion errors. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event and found broken glass in the sample carousel. The fse also noted ultrasonic errors posted to the customer's event log. The fse adjusted the transducer temperature and ultrasonics. A root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that some instances of false negative hybritech (hyb) prostatic specific antigen (psa) patient results occurred from the access 2 immunoassay system. This event will be assumed to be worst case scenario and that the false negative patients' results repeated above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.